Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user received restart alert 48 during a hyperglycemic episode reaching a peak blood glucose (bg) of 331 mg/dl. The user ate lunch two hours prior and observed their infusion set had a bent cannula. The user was walked through a full supply change including cartridge, connector adapter and infusion set replacement. The cartridge used was from lot# 32579, the connector adapters from lot# 32574, and the inset teflon infusion set from lot# 6006749. There were no further issues reported, and bg was confirmed as trending downward. There was no further intervention required.